Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryoablation procedure, cardiac tamponade was observed. Pericardiocentesis was performed, and the patient fully recovered. The case was aborted. It was later reported that after difficulty was experienced crossing the septum, the case was aborted. No further patient complications have been reported as a result of this event.